Event description:
It was reported that the patient's infection had cleared.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the ipg was explanted on (B)(6) 2020. It is unknown if the infection has cleared at this time.